Manufacturer narrative:
Date of birth: 1951. Device evaluated by MFR: device has not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an atherectomy procedure, guidewire separation occurred. The target lesion was located in the dorsalis pedis. After the 300cm journey guidewire crossed the target lesion, a non-bsc 2.60 tip df atherectomy device was used. As the physician was done, the atherectomy device was pulled out and realized that the device has cut the wire "about an inch." The physician then removed everything out and nothing was left inside the patient's body. The guidewire was exchanged with another of the same device and angioplasty was done instead. No patient complications were reported and the patient status was fine.